Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pull test was performed, and the tubing separated completely from the male luer outlet port. Microscopic inspection of the tubing end revealed that the tubing insertion depth was within specification; however, the tubing end appears to be absent of solvent bonding. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had the tubing separated from the luer lock adapter. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.